Event description:
It was reported that the bd luer-lok¿ tip syringe luer-lock tip broke off in the hub of the tubing attached to the needle during use. The following information was provided by the initial reporter: "patient received from ir post fistula/angioplasty. Needled with 2 x 16g needles. Upon time to connect dialysis tubing to the needles, arterial needle noted to have the luer-lock tip from 20-gauge syringe stuck in needle lumen... Unable to use arterial line and cvc used instead... This is a 16 g dialysis needle, it has a long tube attached to the needle to be connected to blood lines for dialysis. The luer lock broke off in the hub of the tubing attached to the needle. There was no issue with the needle. ...it was the end of the 20cc syringe that broke off and got stuck inside the hub of the dialysis needle. Therefore we had to pull that needle because it was no longer useful."

Manufacturer narrative:
Investigation summary: it was reported the arterial needle appeared to have the luer lock tip from the syringe stuck in needle lumen. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an IV-line hub with a syringe luer tip inside. No other information could be obtained from the photo. This defect could occur when excessive torque is applied when connecting a syringe to the line hub. A device history record review was completed for provided material number 302830, lot number 2242088. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.